Event description:
Per the clinic, the patient experienced noise sensitivity, headache, dizziness and twitching sensations with the device use. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.